Event description:
Allegedly the patient was revised due to failure of fixation of the acetabular component and resulting septic infection (right).

Manufacturer narrative:
This is the same event as 3010536692-2014-01189, 01190, 01191.